Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye and magnification noted a damage on the sealing surface of the dark blue female connector. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Leak testing was performed with an in lab minicap attached to the female connector and a leak was observed between the female connector and minicap. The reported condition was verified. The damaged female connector was the cause of the leak. The cause of the damage was due to a supplier manufacturing issue. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was fluid leak at the edge of the minicap which was connected to the female connector of a peritoneal dialysis (pd) transfer set. The leak was observed during use of the devices for pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.